Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that patient was hospitalized for diabetic ketoacidosis with a blood glucose value of 785 mg/dl. Patient stated that she was not feeling well all day. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. Nothing further was reported.